Manufacturer narrative:
PMA/510(k)#: k001083. No consequence or impact to patient chosen because the product problem was noticed at preparation. The device in question has been returned and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.

Event description:
It was reported to boston scientific on 10/26/2006 a product problem occurring during device preparation of a coiling procedure. It was reported that "the coil (device in question) was not inside the patient. During testing of the coil, the physician found out that the coil was not connected with the pusher."